Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2016 with the following findings: during investigation, there was no evidence of moisture observed behind the display lens before the pump was opened. The pump was opened and there was moisture on the casing around the surrounding motor/cartridge compartment. A leak test failed due to a battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked. The pump case was also found to be cracked.